Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for high powers (8-10 watts), increased flow, and was asymptomatic. Additional info notes the pt was treated with IV heparin, and the high powers continued when pt was discharged home. The pt is doing well.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.